Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient wasn't sure if the ins battery in their hip was dead as they couldn't get the ins to recharge. The patient stated that their pain was back and that they were ready to cut off their arm; patient stated that this was why that have the ins. The patient stated that it hurt around where the ins battery was sometimes and also in their arm. The patient stated that they charged the insr, however they couldn't recharge the ins with the insr; patient mentioned that it had been awhile since they recharged the ins (patient services asked the patient when it was that they last recharged the ins successfully; patient stated that it had been months since they had been having troubles with it for months now). Additional information was received from the patient regarding their implantable neurostimulator (ins). It was reported that for the past year or longer (around this time maybe in 2020), the patient has been having trouble with their therapy / charging their implant; caller stated that their whole left side knee, leg, hip and neck feels a shocking sensation and is uncomfortable. Caller is requesting to meet with a rep to try and resolve this issue. The circumstances that led to the reported issue were asked but unknown. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.